Event description:
A medtronic representative reported that, while in a spine procedure, the software unexpectedly exited and stopped at the logo screen. This issue occurred after taking a 3d spin and while the exam was transferring to the navigation system. In trouble-shooting, a system re-boot restored normal function, the navigated spins were present in the patient list, and the procedure continued after a 5 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis. No further issues have been reported.